Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance issue. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The "known inherent risk" conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was unsuccessfully implanted as the physician experienced difficulty retracting the lead. The lead was removed and upon inspection, tissue was seen on the helix. The physician decided to use a different rv lead to avoid potential damage to the helix. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report includes and updated event description as well as device coding h6, based on new information from the field. Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was unsuccessfully implanted as the physician experienced difficulty retracting the lead. The lead was removed and upon inspection, tissue was seen on the helix. The physician decided to use a different rv lead to avoid potential damage to the helix. A new rv lead was successfully implanted. No adverse patient effects were reported.